Event description:
Reporter indicated the physician's handheld computer would not interrogate a patient's generator, but when he got another physician's handheld computer everything worked fine. Troubleshooting did not resolve the issue with communication using the handheld computer. The handheld computer has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death or serious injury.